Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,6.0,13,mtx,mg (tsvt6b13) was returned for investigation. Visual inspection of the as returned product identified minimal wear and debris about the implant threads. The product matched print specifications where measured against drawing pd-tsvt6b13 rev b (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 and used for approximately 1.5 months. The customer has not provided additional pictures or x-ray images of the event. DHR review was completed for the subject lot number 63016720. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2733) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63016720) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection + abscess) or product (tsvt6b13). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k101880.

Event description:
It was reported that patient had persistent infection following implant placement. The surgeon suspected a bacterial infection. Implant (tsvt6b13) was placed too close to the sinus; however, no sinus perforation was reported at this time. The implant was removed and site was bone grafted. Tooth location 14.